Event description:
While using the medlum vcare, went to remove the vcare from the patients vagina, and the green cone piece that's attached to the vcare came unattached and was left inside the patient. Item was retrieved and all pieces were accounted for. Ref - 60-6085-201a. Lot - 201903181, vcare-(vaginal-cervical ahluwalia's-retractor-elevator). No harm to patient. All pieces removed during the original surgical procedure.